Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we observed on three laryngeal masks the cuff was taking off (unstuck)". Additional information received stated that the "laryngeal devices, the cuff came unglued from the ventilation tube". Customer reported that the incident was observed prior to use, therefore no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and sent to the manufacturing site for investigation. The manufacturing site reports "the samples were yello wish due to multiple uses based on outer profile. There was no usage record given along with the devices; the number of uses, date of initial use and date of invoice, etc., were unknown. When inspected, there were glue line at joint (between back plate and cuff) observed on the complaint devices and their glue lines were observed damaged. In addition, the rear cuff of the complaint devices observed come apart/torn from the rear joint. A retained sample was brought out for simulation. It was forcefully pulled for 7 rounds and was unable to duplicate the same failure mode resembling to those of the returned complaint devices. DHR was reviewed. No abnormality was found." Manufacturer conclusion is as follows: "the device passed all the necessary inspections and no abnormality in production record was observed. A simulation was performed on a retained sample which could not duplicate the same failure mode as observed from return samples. It is suspected that the failure may probably be due to chemical attack at the joint of the device while handling. Excessive pulling force at joint of cuff and airway tube while washing may have adverse impact to the adhesiveness of the joint on the device over time. The chemical residues may penetrate and weaken the joint while the silicone cuff was being pulled and reprocessed. Customer is kindly reminded that after cleaning with washing solution, thoroughly rinse the cuff and airway tube of the lma flexible in warm flowing tap water to remove cleaning residues and do not apply excess pulling force of the joints of the device."

Event description:
It was reported that "we observed on three laryngeal masks the cuff was taking off (unstuck)". Additional information received stated that the "laryngeal devices, the cuff came unglued from the ventilation tube". Customer reported that the incident was observed prior to use, therefore no patient involvement.